Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) of the alarm, so the rse ran through the customer breathing circuit setup and confirmed that they had configured it correctly. The device also produced the alarm without a test lung attached, so the rse recommended that the customer replace the flow sensor assembly (fsa) and provided the part information. In a good faith effort (gfe) response from the customer received on 29jun2026, it was confirmed that the customer ordered a replacement fsa, had received it, and it was replaced in the device. The customer confirmed that the issue resolved and the customer completed performance verification, confirming that the device did not leak or produce any further alarms. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed through remote service. The likely cause of the device issue was a faulty fsa part.